Event description:
It was reported that during inspection for use, the error code e315 (non-compatible endoscope) displayed with the bronchovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.